Manufacturer narrative:
The device was returned and analyzed. The device memory demonstrated a normal device function while the device was implanted and in service. 153 charging cycles were documented in the device memory. The bench test of the ICD revealed that all therapy functions were available, especially the current used for anti-bradycardia pacing was normal. In conclusion, the device was fully functional. There was no indication of a device malfunction. Analysis of the device revealed normal battery depletion.

Event description:
This device is at eri indication. In 2012 the patient received 108 shocks. There were no other adverse patient events reported. Should additional information be received, this file will be updated.